Manufacturer narrative:
Device received with operating currents within specific . Device passed self test , displacement test and basic occlusion test. Unable to prime device during prime test due to faulty force sensor resistor unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Device was programmed with test manikin and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Threshold suspend alarm feature was programmed to 60 device , device delivery stopped when sensor value was programmed below suspend threshold. The sensor and threshold suspend features working properly. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window and case.the information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 800 mg/dl at the time of incident and the current blood glucose of the patient was 70 mg/dl. The insulin pump will be returned for analysis.